Event description:
A fox hollow silverhawk ss atherectomy device was used in a lsfa (left superficial femoral artery) and when removed, the tip of the device broke off the catheter and remained in the left iliac artery. Previously the iliac arteries were stented bilaterally and the atherectomy device tip became separated on the way out. The device worked well to remove the plaque from the vessel leaving the intervention with a good result. However, when the device was being removed there was a slight resistance when in the left iliac artery. The device was visualized under fluoroscopy and appeared to still be intact. The removal process was continued and the tip (2-3cm long) was then separated from the rest of the catheter, but staying in one place. At that point, the catheter tip was distal to the stent struts remaining on the wire. When the fox hollow catheter was out of the body the breaking point was just distal to the cutting blade. There is suspicion that the blade cut the plastic tip of the catheter while making atherectomy passes in the lsfa. With the angioplasty wire still down the lsfa, a 15mm snare device was delivered to the site of the broken catheter in the left iliac artery and then removed after several tries. The patient was not harmed and all equipment was removed from the body.